Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was evidence of a device pocket infection noted. Cultures were taken, and bacterial infection was confirmed. The device and right ventricular (rv) lead were explanted to resolve the event and the patient was stable.